Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor was unable to perform a baseline ECG. The cause for the failure was isolated to contamination on the k700 relay. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor failed incoming functionality testing.